Event description:
Study event. Device malfunction: none. Symptom/ae: bradycardia, pacemaker implant. Time of symptom: post procedure. It was reported that after the patient experienced sinus bradycardia after a successful carotid stenting procedure in 2007. The patient had an av sequential pacemaker implanted two days later. Patient was discharged home the following day in stable condition. No additional information is available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.